Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive low battery alert prior to the replace battery alert. The customers blood glucose level was unknown at the time of incident. Customer states the battery cap is not loose, cracked or damaged and this is not the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected low battery alert, replace battery alerts, or replace battery now alarms noted during testing. The pump was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The insulin pump was monitored for a day while connected to the test sensor and plug. No unexpected lost sensor or calibration not accepted alarms noted. The pump was received with peeling keypad overlay.